Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was not responding as expected to interactions. During troubleshooting with tandem technical support, the pump was operating as expected. The customer's blood glucose was 143mg/dl. The customer continued to use the pump for insulin therapy.